Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for evaluation. Animas conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump history indicated that loss of cartridge detection had occurred. The loss of detection was duplicated during testing. During evaluation, the force sensor was found to be out of calibration. Investigation revealed a dislodged display screen and fully dislodged force sensor pins.

Event description:
It was reported that the pump dispensed insulin during the load cartridge step of a routine cartridge change. The patient stated that the pump rewinds the piston back to 206 units and the motor sounds are normal. The patient repeated the process with a new cartridge and again the insulin pushed out of cartridge during the load step. He denied trauma to pump; he wears the pump on his waist.